Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2025-01060; 804-06-318, s303-broke/cracked/damaged, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
It was reported that the cannulated tap was advance over wire and started to advance. Then the tap started spinning freely and the tip of the tap had broken off inside glenoid. The broken part was removed but this caused 20 minutes delay in surgery.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.